Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, prior to 8:00 a.m., the patient reported feeling shaky and light-headed approximately three days after sensor placement on the arm. Upon checking the dexcom app, the estimated glucose value (egv) displayed 40 mg/dl. There was no documentation indicating whether the patient confirmed bg via fingerstick or self-treated for the symptomatic low egv. Despite the low egv reading, the patient administered an insulin dose for breakfast. From 8:00 a.m. To 2:00 p.m., the dexcom app continued to display an egv of 40 mg/dl. Concerned, the patient¿s daughter contacted 911. Upon ems arrival, a fingerstick bg test showed 430 mg/dl, while the dexcom app still displayed 40 mg/dl. Ems did not administer medication but transported the patient to the emergency department (ed). In the ed, bg was again confirmed in the 400s mg/dl. The patient received 10 units of insulin and was monitored until glucose levels decreased. The patient remained in the ed for approximately 5.5 hours and was discharged with a bg of 200 mg/dl, reporting that she felt well at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.